Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate electric shocks due to oversensing. The patient was seen in the clinic and subsequently, a revision procedure was performed. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed a benign crack near the sense b electrode and did not extend into the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate electric shocks due to oversensing. The patient was seen in the clinic and subsequently, a revision procedure was performed. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.